Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the instrument was fired and removed from abdominal cavity. Scrub attempted to open instrument to reload and it would not open. A new tsw35 was opened to complete the case.